Event description:
An alliance inflation syringe was used during a endoscopic esophageal dilation procedure on a female patient (weight unknown). According the complainant, "the inflation device was [attached] to the balloon, in the endoscope, inside the patient. [As water was added to the syringe], there was a loud pop. The top of the syringe popped off and [the syringe cracked]." The device was removed from the patient, and the procedure was completed using another alliance inflation syringe. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. The cause of the reported malfunction is currently undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The may 2008, 15-month alliance product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.